Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated insulin flow blocked alarm occurring fill tubing. Customer stated insulin did not exit tubing with manual plunger push. Customer stated issue got resolved by changing reservoir and insulin exited the tubing as well as insulin pump did not alarmed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.